Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive and insulin pump had blank display. Customer¿s blood glucose level was 120-130 mg/dl. The customer also reported that the insulin pump was exposed to moisture damage. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to moisture damaged electronic assembly. Unable to verify unresponsive buttons due to blank display.